Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included clotting disorder, mastitis and grand multiparity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), headache ("headaches,"), migraine ("migraines"), alopecia ("hair loss") and arthralgia ("joint pain") and was found to have weight increased ("weight gain / loss specify which one") and weight decreased ("weight gain / loss specify which one"), 5 months 16 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (B)(6) 2018, forced to undergo one or more surgeries to remove one or more of the essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, headache, migraine and weight decreased outcome was unknown and the abdominal pain, vulvovaginal pain, alopecia, weight increased and arthralgia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion date : (B)(6) 2014 (per pfs) and (B)(6) 2014 (per mr). Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs and mr received : reporter added, patient demographic updated, essure insertion date updated and removal date added. Events added-abnormal bleeding (vaginal, menorrhagia), migraines , headaches, weight gain , loss , hair loss, joint pain. Events outcome updated, events onset date , medical history and lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery ((B)(6) 2018, forced to undergo one or more surgeries to remove one or more of the essure device). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.